Event description:
Indication: disorder involving the immune mechanism, unspecified; mast cell activation, unspecified. Patient (pt) reported that there was an issue with cuvitru infusion over the weekend. Infusion lasted about 4 hours which was about 2.5 hours longer than it should have per pump calculator. Pt states the nurse was not able to determine why the infusion lasted for so long. The needle set, tubing and pump seemed to be working correctly. Pt stated they tried to rewind the spring in the pump but it did not seem to help. Per pt the nurse did check syringe and tubing and there was no change in color or anything forming in the medication. Pharmacy to replace device. Serial number and expiration date of device associated with event not provided. No adverse event(s) reported due to product issue. Unknown if device is available for return. No further information provided. Reported to (B)(6) by: patient/caregiver.